Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during device upgrade procedure abrasion was noticed on the right ventricular lead. The lead exhibited a drop in impedance. There were no other electrical anomalies noted. The lead was explanted and replaced. The patient was in a stable condition.